Event description:
Related manufacturer report number 2017865-2021-26453. It was noted the left ventricular (lv) lead was dislodged. An x-ray was performed and confirmed the dislodgement. During the procedure to explant and replace the lv lead, it was noted the set screw could not be loosened which resulted in the lv lead being unable to disconnect from the device. The device and lv lead were explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The lead was returned due to lead dislodgement. As received, a complete lead was returned in one piece. The s-curve hump height was measured within specification. Visual inspection of the lead did not find any anomalies except for procedural damage.